Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience prox 2.25x28, 2.5x28 and 3.0x33 mm. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and mildly calcified lesion in the distal left anterior descending artery with 90% stenosis. Pre-dilatation was performed with a 1.5 x 12 mm, 2.0 x 15 mm, and a 2.5x 10 mm unspecified balloon catheters. Overlap stenting through retrograde approach was used with a 2.25 x 28 mm, 2.5x28 mm and 3.0x33 mm xience prox stents. A 3.0 x 33 mm xience prox stent delivery system (sds) advanced to the lesion, but could not cross due to the anatomy. Force was applied to push the sds further when the hypotube shaft separated into pieces outside the anatomy. The sds was simply removed and the procedure successfully completed with another 3.0 x 33 mm xience prox stent. Post dilatation was performed with a 3.0 x 15 mm unspecified balloon catheter to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component (shaft separation) was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the challenging anatomy causing the reported failure to advance. Force was applied in an attempt to cross the lesion causing the reported detachment of a device component (shaft separation). There is no indication of a product quality issue with respect to manufacture, design or labeling.